Event description:
The pump came to the biomed department with a note from a nurse stating: "failure 812:02, pump is shocking the pt". According to the biomed, there were no incident reports filed. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt medication involved or the set up of the infusion device. The hosp represetative stated they have no record of any pt incident involving the pump since the last baxter service event.